Event description:
It was reported that this patient experienced problems with this inflatable penile prosthesis (ipp), since the device lost rigidity. Upon examination, it was found the device had a fluid leak. A surgical procedure was performed and no holes were found in the device, but the cylinders and pump had no fluid, meanwhile the reservoir was still full of fluid; it was suspected a problem in the pump tubing. All components were removed and replaced with a new ipp. There were no patient complications reported.